Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Correction: return not received, appropriate codes inputted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient presented in clinic with a total subclavian occlusion on both sides. The right ventricular lead had high capture thresholds and low sensing. The physician made an attempt to revise the lead in surgery but decided to leave the lead active to see if they could perform a venoplasty and open up the subclavian veins. The veins were inaccessible so the physician is waiting on vascular surgery before making any device adjustments. The patient was stable.